Manufacturer narrative:
Per the clinic, the patient was treated with two types of topical antibiotics, for a duration of 1 week each. Subsequently, the patient was hospitalized for a duration of six days, during which, the patient was administered with two types of IV antibiotics, thrice and twice daily each respectively. The patient was then treated with oral antibiotics for a duration of eight days.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the surgical implant site and an extrusion of electrode in the external auditory meatus (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the device was explanted (specific date not reported) for unknown reasons. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.